Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had shorter than expected battery life and moisture was present in the battery compartment. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #2 date of submission 02/06/2017 - correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: the pump's black box showed evidence of short battery life on 07/24/2016 due to a voltage drop. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap contact hub and ground spring. The pump's current draws were not within specifications. A leak test showed that there was a leak at the display lens. There was evidence of additional moisture contamination inside pump on the transceiver board. When the transceiver board was unplugged, the current draw levels returned to within specifications.